Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the customer experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl to 450 mg/dl at the time of incident. Customer's spouse reported that with infusion set change the blood glucose reading got better. The customer's spouse declined high blood glucose troubleshooting . The insulin pump will not be returned for analysis.